Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue amoxicillin 250 mg cap as the drawers were offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the user was unable to issue amoxicillin 250 mg cap as the drawers were offline. A technical support specialist (tss) walked the customer through restarting the cabinet using the power switch. The all in one was restarted as well. Upon checking the populate buttons screen, no failed drawers were found. The customer confirmed the item could be issued. The customer authorized the case to be closed. The system functioned as intended after the technical support specialist troubleshot the device.